Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified a curved(smooth) opening on radius side in the same location of crease assessed as fold(flaw) opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a smooth(crease) opening assessed as fold(flaw) opening.

Event description:
Device was explanted.